Event description:
Same event as MFR report#: 2134265-2008-04880, 2134265-2008-04881. It was reported that during a rotational atherectomy/restenting procedure, burr removal difficulties occurred. The lesion being treated was distal to an unspecified stent implanted approx 3 months ago, approx 1/3 of the way down the right coronary artery (rca). Following successful advancement of the burr beyond the stent, two ablation runs were successfully completed. During the third ablation attempt, the burr slipped past the lesion. It could be moved back and forth, however, it could not be withdrawn back through the lesion and stent. It was then pulled back and became stuck in the stent, collapsing the stent and the vessel. The burr catheter and rotawire were cut at the access to the vessel. The pt was then taken to surgery, where the vessel was clipped from the ostium to the aorta. The remaining rotawire was pulled from the pt, however, the burr could not be removed and remains in the pt. Pt is reported to be "recovering well" from surgery.

Manufacturer narrative:
An initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs at the time of its release to distribution. The most probable root cause is related to operational context.